Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 41 mg/dl at the time of incident. The customer¿s current blood glucose value was 224 mg/dl. The customer's other blood glucose value mentioned was 40 mg/dl. The customer also reported that the insulin pump alarmed pump error during self test. The customer was able to clear the alarm and insulin pump passed self test. The customer did not experience any symptoms of low blood glucose value. The customer treated low blood glucose value with glucose tablet. Based on customer¿s report customer does not allege over delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The insulin pump will not be returned for analysis.